Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were evaluated by their dentist. Their dentist found the patient to have occlusion on the left side and is currently at hypo- occlusion compared to the right side. Dentist recommended that the patient stop orthodontic treatment and be further evaluated by and orthodontist in person.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.